Event description:
Affiliate reported that the sensor could not be detected. A new monitor was hooked up without success. As a result the device was replaced to continue monitoring.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device not yet returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material severely stretched. Internal catheter wires broken. Label with markings on codman connector label. Multiple severely mashed areas along catheter body. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damage by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.